Manufacturer narrative:
The customer performed ise (ion selective electrode) maintenance including replacement of pinch valve tubing, roller pump tubing, and performed ise enhanced cleaning to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported generating erratic sodium (na), potassium (k) and chloride (cl) patient results on their au480 chemistry analyzer. The erroneous patient results were reported outside of the laboratory. There was no effect to patient treatment in connection to the event. The customer repeated the samples on a different analyzer and obtained results considered correct. Quality control was within the laboratory's established ranges prior to event.